Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm venous side. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was used for dilatation. When removed from the sheath, it was noted that the blade has detached. All the blades have been removed from the patient's body. Physician thought that it was due to insufficient balloon rewrap. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination was performed on the returned device. It was noted that one entire blade of the device was completely separated from the balloon material. The detached blade was returned and accounted for. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm venous side. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was used for dilatation. When removed from the sheath, it was noted that the blade has detached. All the blades have been removed from the patient's body. Physician's thought that it was due to insufficient balloon rewrap. The procedure was completed with this device. No patient complications were reported.